Event description:
Information received does not address the patient's clinical status but notes that during a follow-up, ventricular lead impedance was <200 ohms. Measured data displayed a unipolar impedance of 327 ohms with a 1.5 v, 0.5 ms threshold. Bipolar impedance was 252 ohms with a 1.0 v, 0.6 ms capture threshold. Egms in unipolar sensing revealed occasional noise and oversensing. The device was programmed to the unipolar configuration until a replacement could be done.